Manufacturer narrative:
Concomitant medical products: 5568-53 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one month post implant the right ventricular (rv) lead exhibited non-capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.